Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that the customer filled tubing while connected. The customer's blood glucose (bg) level was 122 mg/dl for this event. Reportedly, the customer intentionally elevated the bg level to 322 by drinking juice to avoid a low bg level. While loading a new cartridge, the customer filled cannula while connected to the site. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.